Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Due to challenging patient anatomy, multiple sheaths were required to achieve a satisfactory transseptal puncture (tsp). Effusion checks were performed pre-procedure, post-transseptal, and post-procedure, with no effusion noted at those times. The 31mm wds was advanced, deployed and released without issue. Sixteen (16) hours post procedure, the patient developed hypotension, and a pericardial effusion with tamponade was discovered. Pericardiocentesis was performed to treat the effusion. The physician could not definitively identify the cause but suggested a small perforation may have occurred during device recapture at the appendage, given the heavily pectinated anatomy. Additionally, the patient had been taking eliquis prior to the procedure, contrary to instructions, which the physician believed significantly contributed to the delayed onset of symptoms. There were no further complications, and the patient was discharged with an expected full recovery.